Event description:
Facility alleges untoward patient reaction. See ufr #0066 event description 1st use manual/formaldehyde.about three minutes after the treatment was initiated, the patient complained of shortness of breath, flushing being hot to the touch. Her blood was returned. She was put in oxygen at 2 l and given 25mg of benadryl IV. The patient was restarted on a dry pack and had no further problems. The patient is back on a preprocessed dialyzer. The patient appears to have had allergic reactions to a substance in the dialyzer. Drake willock conventional machine.